Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Twenty-one devices were received for evaluation; the reported events were confirmed. Evaluation found 13 devices were affected by corrosion, 2 devices were found to have non-stryker repair, 6 devices had worn / damaged internal components, there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 21 </noe> malfunction events, in which the devices overheated. 10 events were reported with no patient involvement; no patient impact. 10 events were reported with patient involvement; no patient impact. 1 event was reported with no known impact or consequence to patient.